Event description:
The user fell hitting his head on the floor directly over the implant site. The fall occurred around the beginning of (B)(6) 2021, after which there was swelling and a bump/swollen area over the left implant site. The user was to be re-implanted on the (B)(6) 2022, however, the surgery was cancelled due to covid. No new date has been set yet.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears likely. However, to determine an exact root cause, device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell hitting his head on the floor directly over the implant site. The fall occurred around the beginning of october 2021, after which there was swelling and a bump/swollen area over the left implant site. The user was re-implanted in (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears likely. However, to determine an exact root cause, device investigation would be necessary. Imaging and follow-up with the surgeon are planned but no date has been scheduled yet.

Event description:
The user fell hitting his head on the floor directly over the implant site. The fall occurred around the beginning of (B)(6) 2021, after which there was swelling and a bump/swollen area over the left implant site. Follow-up with the surgeon and imaging is recommended but no update has been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell onto the floor hitting directly over the implant site. The fall occurred around the beginning of october after which there was swelling, and there was a bump/swollen area over the left implant site. Follow-up with the surgeon is recommended.